Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported issue occurred due to a damaged image sensor unit (such as disconnection) or a broken part mounted on the electrical circuit board (such as integrated circuit chip or capacitor) caused by stress from repeated use, external factors, or handling of the device. The event can be detected by handling the device in accordance with the following IFU: chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device.

Manufacturer narrative:
E1- (B)(6) (user facility complete address captured here due to character limitation in section) the device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported, the deflectable videoscope's video did not appear. The issue occurred during inspection for use for an unspecified therapeutic procedure. The intended procedure was completed. However, it is unknown if it was completed with a similar device. There were no reports of patient harm.